Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with loss of capture (loc). On review, biventricular pacing percentages were low which could be caused by lv sided premature ventricular contraction (pvc) as shown on the presenting electrogram (egm). All configurations had high pacing threshold measurement and oor pli however with lv tip to right ventricular (rv) coil, the pli was measured to be 580 ohms. Hence, observation was suspected to be caused by an issue with the lv ring conductor. The physician programmed the lead to lv tip to rv coil and will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.